Manufacturer narrative:
This report is submitted on october 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. CT imaging revealed the electrode array tip had folded over within the cochlea. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.